Event description:
(B)(4) clinical study. It was reported that during a stenting treatment procedure, stent damage occurred. The patient presented with angina on exertion and a positive stress test. The 95% restenosed target lesion was located in the left anterior descending (lad) artery. There was in-stent restenosis of a 3.8x18mm promus stent placed one year prior. After predilating the lesion, a 3.0x28mm promus element stent delivery system (sds) was advanced and the stent was deployed in the mid lad to the ostium. The stent was post dilated. Next, ivus revealed irregularity in the distal half of the promus element stent. Further post dilatation was performed and the residual stenosis was 0%. No patient complications were reported and the patient was discharged on clopidogrel. Additional information has been requested and is not available. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device cannot be reviewed. If there is any further relevant information to report, a supplemental medwatch will be filed. (B)(4).